Manufacturer narrative:
Initial and final MDR (B)(4)-device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion sets cannula kinked events on (B)(6) 2024. Events occurred within 3 or more hours after insertion. Infusion sets were used for less than a day. The insertion site was at upper buttocks. Patient replaced the infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.